Manufacturer narrative:
(B)(6) diabetes mellitus is a known cause loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. This is 2 of 2 reports of loss of consciousness that occurred two separate times. Please see related records (B)(6).

Event description:
It was reported that an unspecified sensor issue occurred. The sensor was inserted into the abdomen. Date of event is an approximation. On (B)(6)2023, the patient experienced an unknown sensor issue which occurred on an unspecified day after the sensor had been inserted into the abdomen. The patient called in to report two incidents where she passed out due to the dexcom device. The second incident (captured in this complaint) occurred a few weeks later. The patient stated she had just finished eating. The patient¿s neighbor was with her and went ahead to leave. As the patient¿s neighbor was leaving, they heard a loud crash and turned back. The patient¿s neighbor found the patient on the floor and called for an ambulance. The patient had lost consciousness and suffered a ¿gash¿ on her forehead from the fall. The patient mentioned that once ems (emergency medical services) arrived, they alleged she passed out due to high blood pressure, however, the patient alleges it is due to her blood sugar reading. No blood glucose or continuous glucose monitor meter values were provided for this event. There was no documentation of treatment or medication provided to the patient by ems. It is noted, however, that the patient is undergoing chemotherapy for cancer and takes oxycodone 325 mg every 4 hours. The patient was ¿fine¿ at the time of report. Due diligence attempts to contact the reporter for more information were attempted but not successful. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.